Event description:
Right foot siderail would not latch. There were no inuries in this event.

Manufacturer narrative:
Upon complaint review, it was determined that is a reportable event for siderail not latching. Replacement latch kit installed, which resolved the problem.